Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The hcg+beta reagent lot number was 70917405 with an expiration date of 30-sep-2024. The field service engineer (fse) inspected the analyzer and determined the event was caused by the pinch tubing. He then replaced the pinch tubes. The fse verified the analyzer's performance by qc with successful results. The investigation reviewed the last calibration performed on 23-feb-2024 and the results were within specifications. The investigation reviewed the qc data and the results were within specifications. The investigation reviewed the alarm trace and no issues were noted. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas e411 disk is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable hcg+beta elecsys result from one patient sample tested on the cobas e411 disk. The initial result was reported outside of the laboratory. The patient was adamant that she was pregnant so the doctor requested a rerun of the patient sample. On (B)(6) 2024: the initial result was 0.435 miu/ml. On (B)(6) 2024: the repeat result was 43.39 miu/ml with a data flag. The repeat result was deemed correct.